Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) demo unit failed safety disk leak test. There was no patient involvement.

Manufacturer narrative:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) that safety disk sn: (B)(6) was removed to recover another unit leak test fail. A getinge field service engineer evaluated shortly afterwards, this safety disk failed leak test again. Membrane diff prs more than 6 will need to warranty claim. Replaced safety disk (0202-00-0140). No patient involvement.the following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept reported unit failure of failing the membrane differential pressure test with a result higher than the factory specification. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. The failure analysis and testing dept. Proceeded to perform the all manifold test. The test results indicated that the safety disk passed all tests. The fat could not replicate the failure experienced by the customer of failing the membrane test. The safety disk passed testing. Retaining the safety disk . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.